Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they went to have an MRI yesterday and the healthcare provider (hcp) was unable to use the "safe mode" to have the patient get to the MRI because the communicator was not communicating with the handset. Patient mentioned that it stays circling when tapping "find device." Patient also mentioned seeing a orange light when the communicator is plugged and that the battery indicator light goes off when unplugged from the charger. The patient mentioned they had had issues with their external devices since they moved in july. Agent reviewed communicator general use and walked patient through connecting to their ins. Patient mentioned seeing the "device not responding" screen and agent reviewed communicator best practices. Patient stated that they saw a message on their handset that said "internal device has lost all data. Contact your clinical". The issue was not resolved th rough troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Patient mentioned that they moved and are having trouble getting in touch with their hcp. Agent emailed patient the physician listing. The patient reported that their therapy was working but they were not happy with their results. Patient also reported that they didn't notice any change and that they continued to leak urine. During the call, agent tried to walk patient through connecting to their ins, but the patient confirmed seeing the data lost error. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.